Event description:
While wearing the external equipment, the patient reportedly experienced a loss of lock between the equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. In 2005 the patient was seen for device evaluation. Testing performed confirmed that the patient's device was not longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.